Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified worn marking due to usage and a fracture at the collar. No pre-existing conditions were noted on the product experience report (per). The reported device was location is #13 and was used for approximately 8 years. Pictures or x-ray images were not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported that the implant fractured and was removed. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative

Event description:
It was reported that the implant fractured and was removed utilizing an implant removal screw from salvin dental.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Unique identifier (UDI) number unknown / not provided.